Manufacturer narrative:
A field service engineer (fse) was dispatched to evaluate the instrument. For the event occurring on (B)(6) 2014, the fse confirmed evidence of leaking from the reagent probe and replaced the a/b reagent valve; however the issue was not resolved. The a/b reagent valve was returned to beckman coulter for further evaluation and internal testing could not reproduce the leak. For the event occurring on (B)(6) 2014, the fse confirmed evidence of leaking from the reagent probe and replaced multiple hardware parts (a/b switch driver assembly, t-valve, and the cartridge chemistry syringe drive assembly); however the issue was not resolved. The a/b reagent assembly was returned to beckman coulter for further evaluation and internal testing could not reproduce the leak or failure. For the event occurring (B)(6) 2014, the fse confirmed evidence of leaking from the reagent probe and replaced the wash collar valve and a broken quick connect fitting which resolved the leak issue. The wash collar valve was returned to beckman coulter for further evaluation and internal testing could not reproduce the leak or failure. In conclusion, the cause of the event is unknown. Multiple hardware parts were replaced to resolve the leak from reagent probe b. Any of these parts could have contributed to the leak from reagent probe b. The customer has not reported a recurrence of this event. (B)(4).

Event description:
The customer reported a leak from reagent probe b on multiple days on their unicel dxc 600i synchron access clinical system. This MDR references the event occurring on (B)(6) 2014. Please refer to MDR # 2050012-2014-00387 for the event occurring on (B)(6) 2014 and MDR # 2050012-2014-00388 for event occurring on (B)(6) 2014. The customer stated quality control (qc) recoveries were out of range and upon inspection found a leak from reagent probe b contained under the probe and reagent carousel compartment. The operator was wearing personal protective equipment and no injury or exposure was reported. No erroneous results were generated.